Manufacturer narrative:
The company service representative examined the system and confirmed that the lamp was intermittently failing to turn on. The xenon lamp was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on october 24, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming xenon lamp intermittently failing to turn on. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system lamp did not turn on.